Manufacturer narrative:
(B)(4). Baxter evaluated the device and found it was out of specification in relation to the symptom, device will not stay powered on using power cord, which was observed during evaluation by manipulating the power cord. The power cord was replaced.

Event description:
During functionality testing, a spectrum pump will not stay powered on with the power cord. There was no patient involvement.